Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was r it was reported that the customer claimed a third-party manufacturer told them that the morphine syringe (ndc: 76329191201) is compatible with bd syr pump when it is not. The customer has been educated on bd compatible syringes. There was no patient involvement.